Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient revised to address infection. Doi: (B)(6) 2007, dor: (B)(6) 2008. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain and discomfort. The MDR decision has been reversed and all products reported. Update has been electronically attached to the complaint document.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes bj9c11000, bf6af4000, 2348529, bp2f51000, 2360510 and 2319655. A search of the complaint database finds additional reported incidents against lot code 2363971 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleged loosening of the stem.